Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported failure. The two device batteries were replaced as a precaution and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power multiple times. The customer indicated that they did not see any low battery warnings on the device when the reported loss of power occurred. There was no further information on the patient event provided. There is no known adverse outcome caused to the patient during this reported issue.